Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. Unit was tested without heater connection and unit passed. Nonconforming heater was removed. Heater was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventive maintenance the crusty substance cleaned off the tank. Worn or torn tank seals (and right drain valve leaks. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the arctic sun device failed step 5 (6) hipot mains test during electrical safety testing.